Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemic episode on (b)(6) 2026, High Blood Glucose levels which was successfully managed with self-administered insulin via Manual injection, resulting in stable blood glucose levels with no reported complications.